Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported hypoglycemia treated with glucose/carb intake, a blood glucose value of 50 mg/ dl, a hardware low-level failures (pump error 63) alarm and a battery failure. Troubleshooting was performed and the customer was able to clear the alarm, and also the customer was able to rewind the pump. It was unknown whether the pump passed the self-test or not. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event or not and whether the customer used the auto mode feature or not. No further patient complications were reported and the issue was not resolved. The customer will discontinue to use the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
The customer returned the pump for alleged pump error 63 and battery failed alarms found on 8/20/2023. The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 63 alarm or unexpected battery failed alarms occurred during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the pump history file shows during august 2023 the pump experienced six (6) pump error 63 alarms, fifteen (15) failed batt test (battery failed) alarms, and one (1) pump error 4 alarm, listed below: 08/20/2023 06:15:09 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. 08/20/2023 06:15:12 failedbatttest (58) linenumber: 645 filenumber: 39. 08/20/2023 between 06:15:48 and 06:48:25 an additional fourteen (14) failedbatttest (58) linenumber: 645 filenumber: 39. 08/23/2023 15:01:06 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. 08/23/2023 15:01:06 faultnumber: mainprocessorcommunicationalarm (4) linenumber: 2690 filenumber: 32122. 08/25/2023 06:21:00 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. 08/27/2023 07:26:03 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. 08/27/2023 23:30:03 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. 08/28/2023 11:10:11 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. Pump error 63 (line number 147, file number 2017, variableinfo = 15) alarms due to a problem with the twi interface or ad5161 chip. Pump error 4 alarm was the consequence of pump error 63 and was expected. Earliest power data available per the power management tool/detail trace file is on 8/30/2023 at 01:07:58. There was no power data available for the event date of 8/20/2023. Unable to check power data for failed batt/battery failed alarm. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, cracked battery tube threads, and pillowing keypad overlay. Pump error 63 alarms are confirmed, fault isolated to the hardware. Pump error 4 alarm is confirmed due to the pump error 63. Failed batt test (battery failed) alarms are unknown due to no power data available for the event date of 8/20/2023. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.